Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer reported having diabetic ketoacidosis, suspected cause was due to pump shutting off. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.